Event description:
Healthcare professional reported pt in hero study has been experiencing "intolerance, chronic dysphagia, vomiting, nausea, and pouch enlargement." Removal occurred to treat these events. This problem was first noticed when the pt was "having trouble with vomiting, dysphagia, and difficulty swallowing." The doctor was "unable to access the port, and was unable to remove any fluid."

Manufacturer narrative:
(B)(4). Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number, and implant date provided by the reporter the connector type is assumed to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Intolerance, dysphagia, vomiting, nausea, and pouch dilatation are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of intolerance as follows: "it is important to discuss all possible complications and adverse events with your pt. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body." Device labeling addresses the reported event of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Device labeling addresses the reported events of nausea and vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended." Device labeling addresses the reported event of pouch dilatation as follows: "band slippage and/or pouch dilatation can occur." "Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation."